Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of in-house testing was performed. In-house strip testing on strip lot k381677 meets criteria. The product performed as expected. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. The customer could not indicate whether the syringe used was free of anticoagulants. Use of a syringe treated with anticoagulants may lead to unexpected results or testing errors. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of discrepant inratio value. Event occurred in (B)(6). Patient's therapeutic range unknown. On (B)(6) 2016 inratio inr >7.5; lab inr 2.49. No reported adverse patient sequela. No additional information provided.